Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided¿which may include the returned device (if available), photographs, videos, event description, and any additional field input¿arthrex has determined that the most likely cause is use-related factors that allowed continued or excessive fluid delivery beyond the intended operating parameters during use. This root cause cannot be confirmed, as the device was not returned for evaluation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/24/2025, it was reported by an arthrex subsidiary employee via sems-07073150 that an ar-6480 pump fluid was flowing inside the patient during a knee procedure. The system began pumping an excessive amount of fluid into the patient¿s knee, causing significant swelling, approximately three times larger than the unaffected leg. There was 1600 ml of fluid inside patient, and only half of the fluid was removed. This occurred during use in a case.